Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was escalated to an impella 5.5 pump from an impella cp pump for mechanical circulatory support after experiencing complications. It was reported that the patient presented to the emergency room with shortness of breath symptoms. The patient was found to have a significant clot burden in his right atrium and imaging indicated there was a possible thrombus in the pulmonary artery (pa). The patient¿s right ventricle was strained, and a reduced systolic function was observed. Additionally, observed left ventricle septal flattening was consistent with the patient¿s volume and pressure overload. The initial ejection fraction was determined to be approximately 40%, and a tricuspid annular plane systolic excursion of 1.2 cm. The patient became progressively short of breath and computed tomography (CT) was performed to confirm the pa thrombus. The patient was taken to the operating room for an open chest thromboembolectomy of the main pa. Despite the successful procedure, the patient¿s cardiac function progressively weakened. After returning to the intensive care unit (ICU), the patient began to decompensate with vasoactive intravenous drips actively being increased. The patient was then cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO). Repeat imaging revealed severely reduced bi-ventricular function and worsening septal dyskinesis. The decision was then made to take the patient to the cardiovascular laboratory (cvl) to assess coronary function and to place an impella cp for left ventricular unloading in the presence of va ECMO. In the cvl, the patient¿s lateral circumflex femoral artery was accessed, and prior to impella cp insertion the physician decided to assess the coronary arteries. The physician noted there was some bridging in the left anterior descending artery, but timi 3 flow also noted distal to the lesion and the decision was made to not intervene at that time. The impella cp was implanted, and support initiated without complications. The patient was released back to the ICU for rest and recovery. Upon arrival to the ICU on va ECMO and impella cp support, the physician reviewed the placement of the impella cp. Some imaging indicated that the impella was quite shallow, however all waveforms were appropriate, with no signs of hemolysis, and no suction events. The physician therefore made the decision not to attempt to reposition the device. The patient was able to be weaned off of intravenous epinephrine drop, however when milrinone was started, the patient experienced increased ectopy, and the medication was discontinued. The following day it was reported that the va emco flows had decreased to 3l, and with the decrease of flows the patient¿s blood lactate results increased from 3.2 mmol/l to 4.0 mmol/l. The patient also became hypotensive. Repeated imaging revealed the impella shallow at 2.5 cm, but the physician declined to reposition the pump. It was noted that the patient was placed on continuous renal replacement therapy the previous night. Additionally, a left lower extremity ultrasound was performed, and it revealed limited flows distal to the impella insertion site. The medical team consulted a vascular surgeon to determine to escalate the patient to an impella 5.5 or to add a distal perfusion catheter to reestablish flows down the leg. The decision was made to escalate the patient to an impella 5.5. The impella 5.5 was implanted without issue, and the impella cp was explanted by a vascular surgeon. It was noted that the patient was hemodynamically stable after arriving back at the ICU. It was reported that on the first day of impella 5.5 with va ECMO support, the patient was noted for potentially having north south syndrome. The impella flows were reduced, and it was noted that the patient¿s arterial blood gas results and patient color improved. Imaging was performed to confirm placement of the impella 5.5 was optimal. It was noted that prior to impella 5.5 placement, the patient¿s ejection fraction was determined to be 40-45%, with noted moderate right ventricular systolic dysfunction. A head computed tomography (CT) revealed small acute or subacute middle cerebral artery infarcts. Additionally, it was noted that the patient may have small bowel ischemia on CT, however the bowels were still moving. It was also noted that the pa thrombi were significantly reduced. The following day, the patient was removed from sedation, and it was noted that the patient had no gag reflexes, cough, or withdrawal from pain. The next day it was noted that repeat echocardiography from the previous day confirmed impella was well placed. It was also noted that the patient had a severely reduced left ventricular systolic function, and the ejection fraction was unable to be calculated. Later the same day, the decision was made to withdraw care. The patient¿s care was withdrawn and the patient expired. This complaint involves two impella devices: pump 1: impella cp with serial number (B)(6). Pump 2: impella 5.5 with serial number (B)(6). This MDR specifically addresses impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Although the patient's presenting condition may be more likely to have impacted the event the impella 5.5 pump cannot be excluded as a possible contributing factor in the patient's demise. Product status: the impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Medical safety reviewed the event. The event with the impella cp describes shallow device positioning (x2) where the physician made the decision not to reposition as there was no hemolysis or suction. Subsequently distal limb perfusion concerns were noted with the impella cp, so the decision made to escalate to impella 5.5 axillary. Thereafter escalation to the impella 5.5, the patient became hemodynamically stable. The event occurring with the impella cp is a serious injury and should be reported. The following day after start of impella 5.5 mechanical circulatory support (mcs), the CT scan revealed acute and subacute mca infarct; physicians unconcerned; patient expired two days later. There is not enough information dissociate the impella 5.5. However, the infarct is most likely unrelated to the impella 5.5 due to the fact that preecmo (extracorporeal membrane oxygenation) insertion there was identified clot in right side of the heart; presumed pulmonary embolism. The patient's underlying condition likely contributed most to an outcome of death. The patient had severely reduced left ventricular systolic function, and care was withdrawn which led to the patient expiring. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the stroke/ischemia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.